Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that a ar-3638 fibertak broke. This occurred on (B)(6) 2021 during a hip labral reconstruction when the surgeon used a 15 degree drill guide to place the anchor, during placement at about 5-6mm into the hole the anchor snapped. The broken fragment was unable to be retrieved, and remains in the patient. The case was completed using two other fibertaks, and 7 suturetaks with no issue. Additional information provided on 12/20/2021: the case was completed using 2 ar-3638 fibertaks, and 7 ar-1938bc suturetaks. The acetabulum rim was prepared with a conmed burr and an arthrex ring curret.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the tip of the device had fractured off. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.